Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 412.816s, lot l546982: manufacturing site: grenchen. Release to warehouse date: september 04, 2017. Expiry date: august 01, 2027. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Product and subcomponents were inspected and passed. Product certification and raw material receiving/putaway checklist indicate product met required specifications. There were no non-conformances (ncs) or reworks generated during the manufacturing of these lots. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Same for monument processes. A product investigation was completed: visual inspection of the returned device confirmed the condition of breakage, which agrees with the reported complaint condition. Only the screw head was received. The screw broke transversely at the transition from proximal locking head to distal threaded shaft. The threaded shaft portion was not returned. The material surface at the fracture site appears homogeneous with no voids or abnormalities when viewed under 10x magnification. The relevant drawing was reviewed during this investigation. No product design issues or discrepancies were observed. An accurate dimensional inspection relevant to this complaint could not be performed because the screw broke transversely at the transition from proximal locking head to distal threaded shaft. The threaded shaft portion was not returned and therefore the cross section at location of breakage could not be measured. The material surface at the fracture site appears homogeneous with no voids or abnormalities when viewed under 10x magnification. The raw material was determined to be correct per the DHR review. A definitive root cause for the screw breaking during removal could not be determined based on the provided information. It is possible that boney ingrowth around the screw shaft threads provided too much resistance. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight is not available for reporting. Additional device product code: hrs. Part of the screw remained in the patient¿s bone; device not considered explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter phone number is not provided for reporting. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the original surgery was performed for distal radius fractures on (B)(6) 2018. The screw was inserted into the second proximal hole during the original surgery. Explant surgery was performed on (B)(6) 2018. While locking screw in question was being removed, its screw head was broken off. The surgeon completed the rest of the surgery, without removing the fragmented screw shaft. Surgery was prolonged for less than 30 minutes. Any further surgery is not planned, because the fragment is located in the bone and does not adversely affect the muscle tissues or tendons. There was no adverse consequence to the patient reported. Procedure was completed successfully with a patient outcome reported as stable. This report is for one (1) 2.4mm ti locking screw self-tapping with stardrive recess 16mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: distal radius plate (part 04.115.751s, lot l645976, quantity 1); locking screw (part 04.210.116s, lot l581253, quantity 1); locking screw (part 04.210.120s, lot l353789, quantity 1); locking screw (part 04.210.120s, lot l648548, quantity 1); locking screw (part 04.210.122s, lot l543140, quantity 1); locking screw (part 04.210.122s, lot l641074, quantity 1); cortex screw (part 402.876, lot l574937, quantity 1); locking screw (part 412.816s, lot l546982, quantity 1).